Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the reload was connected to the device and checked jaws opening/closing. When the device was handed to the surgeon, they felt the inter space of the closed jaws were wider than usual. Then the surgeon clamped the tissue, however the jaws did not close properly. It was noted that the event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the reload was connected to the device and checked jaws opening/closing. When the device was handed to the surgeon, they felt the inter space of the closed jaws were wider than usual. Then the surgeon clamped the tissue, however the jaws did not close properly. They replaced by a new reload and the procedure was continued. It was noted that the event occurred during the procedure but the product was not used for patient. No patient injury.